Event description:
It was reported that the patient experienced distal corpora erosion with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the surgery was prompted by the impending erosion of the cylinders. No more information available at the moment. Should additional information become available, it will be provided.